Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a prostar device after a transluminal aortic valve implantation interventional procedure. Reportedly, the needles would not eject (deploy) through the vessel wall. A second prostar device was inserted but the needles did not deploy completely because of tangled threads (suture lumen). Hemostasis was achieved surgically. The procedure was prolonged for two hours. The physician is reportedly trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. It was reported that the patient was morbidly obese. The instructions for use states: the safety and effectiveness of the prostar xl 10f pvs system has not been established in patients who are morbidly obese where less than one third of the access needle is above the skin line. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The patient is noted to be morbidly obese. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The other prostar device referenced is being filed under a separate medwatch MFR number.